Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure when the iol case was opened, the lens was noted to be broken. There was no replacement lens available. The surgery was aborted, and the pt was left aphakic. In a follow up, the surgeon reported a final iol was implanted in a second procedure two days after the initial surgery.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Result from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).